Event description:
It was reported that a spectrum infusion pump failed downstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the failed downstream occlusion was not reproduced. Evaluation performed downstream occlusion test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream current reading out of specification. Force sensor scale calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: a review of the event history log was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Alarms were observed, however, downstream occlusion detection testing failures cannot be determined through the history log. Should additional relevant information become available, a supplemental report will be submitted.